Event description:
The patient has pain in the range of the implant. The implant was loose. (Non-integration)

Event description:
The patient has pain in the range of the implant. The implant was loose. (Non-integration).